Event description:
A nurse reported that on (B)(6) 2021 between 4.00am-8.00am an ECG fault occurred but the trx device failed to show red alarm. According to the nurse, the black electrode had jumped off without alarm; on the telemetry device they could read ECG errors. It is unknown if whether the device was in use on a patient at the time of event. There was no adverse event reported.

Event description:
The customer reported that the telemetry device failed to alarm. It is unknown if whether the device was in use on a patient at the time of event. There was no adverse event reported.